Manufacturer narrative:
Additional information: (serial number) was updated based on additional information received. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) ) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported that a patient experienced "shock waves through his body" with the insertion of a adc freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A physician reported that a patient experienced "shock waves through his body" with the insertion of a adc freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.